Event description:
The patient complained of unstable knee in flexion. Knee is 6 years old and was fine until last year. Dr. (B)(6) revised the knee for instability. Dr. Used a triathlon ts femur and insert during the revision. Right knee.

Manufacturer narrative:
The device was not located for return an event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Method & results: the product was not returned for evaluation. No medical records were not provided for review. Device history review and complaint history review could not be performed as the lot information provided was invalid. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as lot information, device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient complained of unstable knee in flexion. Knee is 6 years old and was fine until last year. Dr. (B)(6) revised the knee for instability. Dr. Used a triathlon ts femur and insert during the revision. Right knee.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.